Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had not reported the symptoms. The customer was treated with manual injection. Customer stated that she doesn't know if something is wrong with her pump but she has been over 500 all day and she came home and had to do manual injections all day, she came down to 85 mg/dl then ate dinner and she's at 465 mg/dl again. Customer has had a high blood sugar all day. The product was not returned for analysis.